Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an s3: system fault alarm with a blank flow value was confirmed. A log file was extracted from the returned centrimag console and was reviewed. The system was observed to be operating at ~5200 rpm / 6.3 lpm on 01sep2023. An s3: system fault alarm was observed on 01sep2023 correlating to an internal communication-related sub-fault. The flow value was observed to be 0 lpm after this point as a result of this sub-fault. The console was observed to have been exchanged within the same minute without shutting down, and the system¿s speed was ramped back up to its original set speed within ~1 minute. No other notable events were observed. The centrimag motor was not returned for analysis, and no further information regarding the motor was able to be provided. The root cause of the reported event was unable to be conclusively determined through this analysis. The serial number of the centrimag motor was not provided. The 2nd generation centrimag system operating manual section 4 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 12.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including s3 alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related MFR numbers: console MFR 3003306248-2023-05076; pump MFR 2916596-2023-07077. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the flow probe was not functioning properly, and the monitor display was scrambled. A system alert s3 was noted, and the clinician stated that the console would not read the flows. The only display for flow was a dash mark. The clinician changed out the flow probe and received the same message and also put the flow probe on another console and it was able to read the flow. Per the clinician, the problem was not with the flow probe. Additionally, it was communicated that there was a slight adverse patient impact, and the action taken was to change out the console. The flows were decreased for a few seconds while the console and motor were changed out.